Manufacturer narrative:
(B)(4). This initial MDR will be the only report submitted for MFR report #3008114965-2018-00502. (B)(6). (B)(4). The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that a micrusphere xl coil (B)(4) was used during a coil embolization procedure and the coil could not be detached. After positioning the coil in the aneurysm, several attempts were made to release the coil, but were unsuccessful. The cables were exchanged three times, however, the issue was not resolved. Therefore, the physician decided to remove the coil and replace it with another.

Manufacturer narrative:
(B)(4). This final MDR will be the only report submitted for MFR report #3008114965-2018-00502. Conclusion: based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.